Manufacturer narrative:
Account stated that they were unable to duplicate the problem. Account has placed the bed back into service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the hilow drive is drifting down.